Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called requesting assistance after receiving a drain line is blocked error message. During troubleshooting, it was discovered that the patient line had disconnected from the patient's catheter. The patient was advised to discard the supplies; however, the patient stated that they would like to reconnect the patient line to the catheter to continue with their treatment. The cause for the disconnection was unknown. Upon follow up with the patient's nurse, it was verified that the patient did not develop any symptoms or injury as a result of the event. The patient has continued with peritoneal dialysis therapy without complication. The cassette used at the time of the incident was no longer available for evaluation. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.